Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified stent damage on rows 4-9 from the distal edge. The struts were misaligned however all struts were intact with no fracture sites identified. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 2.5-4x50mm target lesion was located in the severely tortuous and moderately calcified left main (lm). Access was gained through the femoral artery and the lesion was predilated with a 2.75mm non bsc balloon, reducing the lesion to 50% stenosis. A 2.50x28mm taxus liberte stent was then advanced to the lm; however, the device was unable to cross the lesion. The physician tried to cross the lesion a second time with the device but was still unsuccessful. When the device was removed from the patient it was noted that the stent struts were bent. The procedure was completed by implanting a 3.0x28mm and a 2.5x28mm taxus stent, a 2.5x28mm non bsc stent and a 2.5x12mm liberte bare stent, all overlapping, in the lm and ramus. The lesion was postdilated with a 3.5mm unspecified balloon at 24atms. No patient complications were reported with the patient's current condition listed as stable.